Event description:
Laser fiber broke intraoperatively. Two fibers malfunctioned. The first one broke - the broken piece was retrieved. The second fiber snapped so that the beam was coming from the underside of fiber. Burned a hole in the ureteroscope.